Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip was exposed without issue, and then opened and closed twice before locking onto the target tissue. However, after deployment, the clip failed to release from the delivery catheter. Reportedly, the device and scope were manipulated and the clip was able to be separated. The procedure was completed with this resolution clip device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip was exposed without issue, and then opened and closed twice before locking onto the target tissue. However, after deployment, the clip failed to release from the delivery catheter. Reportedly, the device and scope were manipulated and the clip was able to be separated. The procedure was completed with this resolution clip device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. Based on the return condition, the device could not be functionally evaluated with respect to 'clip difficult to release from the delivery catheter' while in use. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.